Event description:
The customer reported that it was not possible to calibrate the iris and the slots and rotation. Also, an error code displayed on the system.

Manufacturer narrative:
The ge service rep changed the collimator, but was not able to fix the reported problem.